Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately 1 month after implantation, both power sources were disconnected from the patient's back-up controller ((B)(4) ) as part of a routine check by the site. The no power alarm did not sound. The back-up controller was replaced. This event had no effect on the patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications; the controller passed visual test but failed functional testing due to a depleted internal nickel-metal hydride (nimh) battery, which resulted in the no power alarm not sounding. Review of the log files showed that this controller was used as a back-up controller and never ran continuously for more than fifteen (15) minutes, which can contribute to a depleted internal battery. The most likely root cause of the reported event is a depleted internal nimh battery. There are no known clinical or user related factors that could have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.